Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements less than <100 ohms which triggered the lead safety switch (lss) on the associated device. Noise had resulted in inappropirate mode switches with undersensing and oversensing observed. The patient is not pacemaker dependent and was asymptomatic. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.